Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced a change in her stimulation due to a fractured lead. Her scs system was explanted and replaced with a new one. She is now receiving effective stimulation.